Manufacturer narrative:
Correction to d9, the subject device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, the reported event was not confirmed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is steris enzymatic sponge. The air/water channel was aspirated and flushed with water. The manual detergent is steelco neodisher endo med and no manual disinfectant is provided. The instrument/suction channel, suction cylinder, instrument channel port, and distal end were brushed using zahnburst happy morning; haeger; reinigungsset mtw 0845252 s manual brushes. The storage practice is using a simple cabinet with the scopes hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii small intestinal videoscope tested positive for an unknown number of colony forming units (cfus) of enterobacter cloacae and 1 cfu of aerobic spore-forming agents. The air/water channel, operation channel, suction channel, distal end, and valve opening were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.